Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was connected to the machine at the time of the incident. Per customer f/u, the incident occurred during treatment. The pt was moved to another machine to complete treatment, but there was an estimated blood loss of 240ml. There were no cracks or damage noticed on the dialyzer, but the blood loss was calculated from what was left in the tubing circuit when the pt was moved to the new machine. Pt was in stable condition with no adverse events or medical intervention required. No products available for return, parts were discarded.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.